Event description:
It was reported that patient underwent a procedure utilizing a screwdriver on (B)(6), 2011. During the procedure, the screwdriver fractured in half. The surgeon retrieved the fractured pieces from the patient and the procedure was completed without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA.